Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported that the battery was dying, so she took it off. The customer was unable to turn on the insulin pump. Advised the customer to insert a different energizer aaa alkaline battery. The customer states that the insulin pump's display returned to normal. The customer also recieved a battery out limit after inserting the new battery. The customer's blood glucose was unknown. No further information was reported.